Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the crown came off of the device after the fourth spin and was left in the body wedged in the artery. Three written requests have been made of the physician for add'l info regarding this event, but no response has been received.

Manufacturer narrative:
Device analysis: the device has been retained at the facility; therefore, a device analysis is not possible at this time. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).